Event description:
It was reported that the customer received a33 alarm, which was a compromised force sensor system. No further details given.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with cracked and bleeding lcd glass. Unable to verify the error alarms due to physical damage to lcd glass. The device was received with minor scratched lcd window. The unit was received with cracked reservoir tube lip and shifted end cap sticker.the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.